Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is one of two reports from this facility. (B)(4).

Event description:
A nurse reported that syringe was filled with 8.0 ml of silicon oil. The injector needle was place on the end of syringe and air expressed. The injector needle was inserted into the trocar and the surgeon injected 6 ml of the silicone oil into the eye and released the footswitch. When the footswitch was released there was a short burst of air hear from the back of the system and approximately 3-4 ml of air was released into the 10 ml syringe. The surgeon removed the air from the syringe and was able to successfully complete the oil injection with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The customer stated they were no longer experiencing any issue. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 6, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).